Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and resulted in the customer¿s blood glucose (bg) to be ¿high¿ (specific bg value was not provided). Customer administered a manual correction injection to address bg. The customer reverted to an alternate method in insulin therapy.